Event description:
A talent captivia thoracic stent graft system was implanted in a patient for the endovascular treatment of a descending thoracic ulceration. Vessel morphology was not reported. It was reported that the device was successfully implanted. It was reported that the patient had expired the following day due to a lung perforation (fluid in the lungs). No further information has been provided. Review of the returned pre-implant MRI and implant angio could not determine the cause of the lung perforation.

Manufacturer narrative:
Evaluation, method: (film evaluation). Evaluation, results: (lack of information, cause of event unknown), inherent risk of procedure (death). Evaluation, conclusions: (lack of information, cause of event unknown).